Manufacturer narrative:
Additional procode: hwc. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part: 02.130.350 lot: l288274 manufacturing site: (B)(4) release to warehouse date: 02 feb 2017 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021 during a procedure, one (1) ti matrix sagittal split plate, one (1) 2.0mm straight plate, and two (2) 1.85mm ti matrix screws were unable to assemble. It was reported that the 1.85mm screw head felt too small for the plate. The procedure was successfully completed. There was a surgical delay of ten (10) minutes. There is no further information available. This report is for one (1) 2.0mm val straight plate 6 holes. This is report 2 of 4 for (B)(4).